Event description:
It was reported that the tbl bd ultra-fine¿ needle hub broke from the bd glide¿ insulin syringe. This occurred with 30 different syringes during use. The following information was provided by the initial reporter: "broken insulin u40 syringe from hub".

Manufacturer narrative:
H.6. Investigation: customer returned (10) 1cc, 6mm, 31g u40 insulin syringes in a sealed poly bag from lot # 0083893. Customer states that the syringe is broken. All returned syringes were examined and all exhibited the needle/barrel tip broken off of the barrel and stuck inside the shield. A review of the device history record was completed for batch# 0083893. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted for cracked barrel. There were five (5) notifications [(B)(4)] noted that did not pertain to the complaint. There was one (1) notification [(B)(4)] noted for cracked barrel. Found that trip gate was not operating properly. Noticed after that we still had scratched print and traced it back to trip gate and dead block area. Barrels would go in and scrape along the 30 mark of barrel. Found dead block to be to close, which is causing scratches on the barrels.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the tbl bd ultra-fine¿ needle hub broke from the bd glide¿ insulin syringe. This occurred with 30 different syringes during use. The following information was provided by the initial reporter: "broken insulin u40 syringe from hub".